Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported when the healthcare provider (hcp) first placed their system the leads were too high so it ¿wasn¿t taking care all the way down to their foot.¿ shortly after implant the hcp tried to move the leads lower but there ¿was something with their dura so they couldn¿t.¿ during the procedure they left the leads where they were and put in new leads lower which resolved the issue, and it worked wonderfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.